Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2020. Incident: the end user of a hospital in colombia reported a device malfunctioning during use. Specifically, the reporter stated that the contrast leaked out while being pushed through not knowing whether the device was cracked or broken. According to the reporter, the device should last the entire shift at the CT scan room without complications and they have had to replace the device in several occasions